Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional and visual assessment revealed that the bearings were worn and loose and would not allow for the insertion of a cutter. It was determined that the worn and loose bearings were causing the chattering noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn bearings from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified spine surgery, it was observed that the attachment device was making a ¿chattering noise¿. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, the reporter stated the event occurred during (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.